Event description:
Customer reported that while the alarm was in use with a pt, the pt fell out of the bed. The date of the event is unk. Customer reported the alarm did not sound and had no power. Customer confirmed that the alarm was not tested before use and claims when the batteries are low there is no chirping sound. No pt injury was reported.

Manufacturer narrative:
Results: eval of the returned product did not confirm the reported issue. The unit was tested for power with new batteries and powers up. The unit was retested and no intermittency was observed. The unit passes all functional tests performed. However, the battery springs are badly bent. Note: instructions for use for battery installation states: hold arm vertically upside down to prevent the battery springs from bending during battery installation. After changing the batteries, test the alarm and sensor for proper operation prior to putting in service with a pt and each time before leaving the pt unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. (B)(4).